Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3708160, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient started having headaches about six months prior to report only while using the stimulator. It was noted that started about 30 minutes after on and turning it off they eventually went away. The location of the symptom was the head. An impedance check showed electrode 9 >3600 although this was not active in the program. It was noted that there was high impedance. It was noted that the rate was 45 and the doctor thought it was possibly related to the rate. The manufacturer representative added three new groups using different parts of the lead, various rates and pulse widths. The manufacturer representative opened these parameters for the patient per the doctor request. The event occurred during normal use. The product status of the ins and leads was implanted and remain in service. Actions required as a result of the event included reprogramming. Diagnostic testing and troubleshooting included impedance testing. There was no additional information as of the date of this report. The patient was receiving effective therapy. There was nothing to be returned. The patient¿s status at the time of this report was alive with no injury.